Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture and inflation issue were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the balloon was submitted with four jagged radial/diagonal ruptures in the proximal working length. Mechanical damage and tearing were documented at the rupture edges. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the us. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery that was 90% stenosed. A 2.75x12mm nc traveler balloon crossed the lesion but failed to inflate. It was noted to be losing pressure when attempted to be inflated. Another same size balloon was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.